Event description:
It was reported that prior to surgery, it was observed that the "burr was not spinning" on the motor device. The planned surgical procedure was completed without delay. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be excessive force during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.